Event description:
It was reported that during an ablation procedure, a foreign material was noted on the rotawire. The target vessels to be treated were the occluded right coronary artery, occluded left anterior descending artery, and 95% stenosed and calcified left circumflex. A 330 cm rotawire rotablator rotational atherectomy system was used to treat the target vessel. Upon loading a 1.5 mm rotalink plus burr over the rotawire the physician noticed a tan colored film build up that accumulated on the rotawire. The physician wiped the foreign matter off and proceeded with the case. The procedure was completed using this device, pre-dilation and the implant of a 3.5 x 38 mm promus element stent with post-dilation resulting in excellent outcome. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation procedure, a foreign material was noted on the rotawire. The target vessels to be treated were the occluded right coronary artery, occluded left anterior descending artery, and 95% stenosed and calcified left circumflex. A 330cm rotawire rotablator rotational atherectomy system was used to treat the target vessel. Upon loading a 1.5mm rotalink plus burr over the rotawire the physician noticed a tan colored film build up that accumulated on the rotawire. The physician wiped the foreign matter off and proceeded with the case. The procedure was completed using this device, pre-dilation and the implant of a 3.5x38mm promus element stent with post-dilation resulting in excellent outcome. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Foreign matter was not returned. The visual and tactile inspection was performed and no failures were found on the returned device. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during an ablation procedure, a foreign material was noted on the rotawire. The target vessels to be treated were the occluded right coronary artery, occluded left anterior descending artery, and 95% stenosed and calcified left circumflex. A 330cm rotawire rotablator rotational atherectomy system was used to treat the target vessel. Upon loading a 1.5mm rotalink plus burr over the rotawire the physician noticed a tan colored film build up that accumulated on the rotawire. The physician wiped the foreign matter off and proceeded with the case. The procedure was completed using this device, pre-dilation and the implant of a 3.5x38mm promus element stent with post-dilation resulting in excellent outcome. No patient complications were reported and the patients' status is fine.